Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year and 9 months. The event occurred at (B)(6) center in (B)(6). A correlation between the device and the reported event could not be conclusively determined. Bleeding, hemolysis, and device thrombosis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced hematuria on (B)(6) 2016. The patient was admitted to the hospital on (B)(6) 2016. The patient¿s bilirubin, lactate dehydrogenase and brain natriuretic peptide levels increased significantly. Pump thrombosis was suspected. Aspirin, warfarin and low molecular heparin were administered to the patient and the pump''s speed was increased. As a result, the patient¿s condition improved without any recurrence of the event. The patient was discharged on (B)(6) 2016.